Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, during the procedure, after previously removing a few stones with the device, the physician went in to capture another and upon removal of the 3-4mm stone the basket detached at the splice joint. There was no laser being used during the procedure. The piece was successfully retrieved from the patient and the procedure was completed with another of the same device. There were no patient complications as a result of this event and the patients' condition post procedure was fine.

Manufacturer narrative:
Analysis of the returned zero tip retrieval basket revealed the introducer was on the sheath and the basket was detached from the wire sub-assembly; the detach fragment of wire sub-assembly was bent. All of the basket wires were present and attached. The wire sub-assembly was detached approximately 12.2cm from the proximal side of the basket and the outer sheath was kinked in several locations. There was a torque mark present on the handle cap to indicate the application of the torquing process and the handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated the slide would function without issue. The handle cap was removed; the cap was tight. The handle cannula extended approximately 2mm from the proximal end of the pinch vise, which meets specification. The luer and handle cannula were removed from the handle. The wire sub-assembly could be removed from the sheath sub-assembly without issue. The wire sub-assembly was detached/separated at the splice cannula and the handle cannula was kinked approximately 2mm from the distal end. There was glue residue visible on the proximal end of the detached wire near the heat shrink and in the splice cannula. All of the crimps were present on the splice cannula to indicate that it was crimped properly during manufacturing. There were impressions of the wire in the adhesive residue visible through the notch on the cannula. The sheath sub-assembly working length measured approximately 121.4cm, which meets specification limit. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.

Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, during the procedure, after previously removing a few stones with the device, the physician went in to capture another and upon removal of the 3-4mm stone the basket detached at the splice joint. There was no laser being used during the procedure. The piece was successfully retrieved from the patient and the procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine.